Event description:
It was reported that log files were submitted for review and captured no external power events on 10may2024, at 7:15:23 on the mobile power unit (mpu). This was caused by power to the mobile power unit being briefly interrupted. The clinician reported that the patient had come in for a clinic visit and both low voltage and no external power alarms were noted. The patient reported that the mpu cord came out of the wall by accident. The ventricular assist device was functioning as intended.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: UDI: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 2 days of data (08may2024 ¿ 10may2024 per the timestamp). The log file captured low voltage hazard and no external power alarms on 10may2024 from 07:15:19 to 07:15:37 due to a loss of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu ac power cord became disconnected from the wall outlet. It was also noted that the mpu was not removed from service. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet due to user error. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 02apr2024. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (doc #(B)(4)rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mobile power unit (mpu) had a v-lock connector on the ac power cord.